Manufacturer narrative:
As reported in a research article, out of 180 patients implanted with a mechanical heart valve, 29 patients died due to unknown causes throughout the course of the study. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 3001883144-2020-00063, 2648612-2020-00075, 3001883144-2020-00064. The article "revisiting prosthesis choice in mitral valve replacement in children: durable alternatives to traditional bioprostheses" was reviewed. This research article is a retrospective single center experience to comparatively assess durability and transplant-free survival across prosthesis types in pediatric patients. Devices that were used in the study included: abbott mechanical valves, carbomedic mechanical valves, on-x mechanical valves, abbott epic valves, hancock valved conduit, carpentier-edwards valved conduit, medtronic mosaic valves, carpentier edwards tissue valves, carpentier edwards perimount valves, and medtronic melody vavles. 29 patients were noted to have died with insufficient information on cause of death or which device was involved. There is no allegation of device malfunction leading to these deaths. This report is being filed conservatively. The primary author of the article is perry s. Choi, boston children's hospital, department of cardiac surgery. The correspondence author is sitaram emani with the corresponding email: sitaram.emani@cardio.chboston.org.